Manufacturer narrative:
The device was returned to edwards for evaluation. H3. Device evaluation: report was of unknown reasons and was unable to be confirmed. X-ray demonstrated frame was expanded, deformed, and pushed inward around commissure 2. Wireform was also exposed around commissure 2. Suture holes were visible near two of the three black stitch markings on the sewing ring; one suture hole near each. Edwards will continue to review and monitor all events. Trends are monitored on a the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
It was learned through receipt of device in the edwards decontamination lab that a 21mm 8300ab aortic valve was explanted after unknown implant duration due to unknown reasons. The 21mm 8300ab aortic valve was implanted (B)(6) 2024.

Manufacturer narrative:
Added information to h6. A device history record (DHR) review was not performed, as no information regarding a device failure mode was provided. Furthermore, there is no allegation of a malfunction which could be related to a manufacturing non-conformance and/or one was not suspected or confirmed through investigation; no labeling non-conformance/deficiency; no device-related infection; and no evidence of a product failure with regard to design, reliability, or use error. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. Based on the information available, a definitive root cause cannot be conclusively determined.